Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump lost power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/21/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/14/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no pump reboots or related alarms in the available data. During testing, the pump powered on properly. The battery cap secured appropriately to the pump, and a power loss was not duplicated. The battery compartment was observed to be cracked. The pump was exercised for 24 hours with no power interruptions or alarms. The pump case was removed, and no evidence of moisture ingress or loose components was found. Unrelated to the complaint, the display screen appeared dim and discolored. Additionally, the bolus button cover was torn. The bolus button responded properly to user presses.